Event description:
Pt reports that they went to the hospital for regular outpatient follow up 2 weeks ago & as they were sitting outside on a bench after their visit they passed out in front of the hospital and was admitted as a result. Exact date of admission or current length of stay is unknown. Pt is unsure of the exact reason for admission but states their breathing was irregular and they were in the ICU for their first week of admission. Pt was later moved to a regular room and has been having changes to their med regimen, including oxygen usage. Pt is unsure what meds have been added. Pt reports being off opsumit for 2 weeks due to hospital not having med on hand. Unknown if md is aware, pharmacy will notify. Pt also reports malfunctioning td300 devices. Pt reports that one of their nebulizers is no longer working and will not turn on. Pt reports the other device they are currently using has cracks on the top & they believe they have been receiving suboptimal dose. It is unknown if pharmacy troubleshooting occurred. No adverse events or missed doses reported. The pharmacy will replace both devices, which are available for return. No further info, details, or dates available. The suspect device serial numbers were not reported, so it is unknown which devices are malfunctioning. Per the pharmacy dispensing system, the following device serial numbers are currently checked out to the pt for use: (B)(6). Tyvaso nebulizer pt. Patient codes: 2418, 4464. Device code: 3023. Reference report #mw5176981.